Event description:
This is a spontaneous report from an (B)(6) baxter employee from (B)(6) of bleeding and drain pain in a patient, coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began pd therapy. On (B)(6) 2012, the patient reported the homechoice (hc) device drained more than the programmed value, causing bleeding. The patient also alleged the hc device overheated and caused the solution to overheat. The patient went to the hospital for evaluation, but was treated as an outpatient. The patient's doctor suspected that the events were caused by the device, so the hc device was swapped. On (B)(6) 2012, (B)(6) pharmacovigilance (pv) local affiliate provided the following additional information from the patient's health care provider regarding the reported event. On (B)(6) 2012, the patient's peritoneal dialysis (pd) catheter was placed. On (B)(6) 2012, the patient began automated peritoneal dialysis (apd) therapy. Following the start of pd therapy, the patient experienced drain pain and the homechoice settings were changed to tidal therapy set at 70%. Prescription was for 8 cycles at night with a final fill of 1500ml (total fill volume of 14,000ml). Therapy time was set for 8 hours. Initial drain alarm volume was set to 1100ml. On an unreported date, while performing pd therapy, the patient noticed that the dialysis solution was heated too much after she started her treatment. It was alleged that the homechoice device overheated, causing this issue. The patient experienced drain pain described as abdominal pain, and saw that there was bleeding into the peritoneal dialysis solution described as the drainage bag was hemorrhaged, one hour before therapy ended. The patient was not menstruating at the time bleeding occurred. The patient has not experienced any previous peritonitis events that may have caused or contributed to this event. Following this incident, the patient went to the hospital for the bleeding and overheated solution. The bleeding had become more severe at this time. The patient was not hospitalized for this event. The patient did not experience an injury as a result of the overheated solution bags. Treatment for bleeding and drain pain included switching the patient to continuous ambulatory peritoneal dialysis (capd) for 4 exchanges a day and performing frequent exchanges. The drain pain resolved after switching to capd. The patient recovered from the bleeding. The patient's health care provider believes the events were related to the homechoice machine.

Manufacturer narrative:
(B)(4). This report of excessive drain was not confirmed and the assignable cause could not be determined. The device was returned for evaluation. The event logs did not contain therapy information for the occurrence date. The event log file contained therapy data for the 2,3,5 and 17 of (B)(4) 2012. Excessive drain was not found in these dates. A visual inspection of device did not reveal any issues that would have caused or contributed to the reported problem. All product specifications were met. Simulated therapies were performed and the reported issue was not confirmed. There were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's death. A separate emdr was submitted for the reported issue of over temp fluid delivered (MDR 1423500-2012-16815).

Manufacturer narrative:
(B)(4). The device was requested, but has not been returned for evaluation at this time. A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. A follow-up report will be submitted if additional information becomes available.